Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd; implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited fracture. The ra lead was programmed off. The ra lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.